Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy could not be confirmed. In addition, the manufacturing documentation review did not identify any issues that could be associated with the reported event. It was reported that the axios stent was to be implanted to treat a malignant gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for the treatment of a malignant gastric outlet obstruction. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Label review: a labeling review was performed and, from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned and investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pylorus area to treat a malignant gastric outlet obstruction on an esophagogastroduodenoscopy procedure performed on (B)(6) 2023. During the procedure, when the first flange was attempted to be deployed, nothing happened despite troubleshooting performed. The stent was retrieved fully covered by the outer sheath and the procedure was completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a malignant gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for the treatment of a malignant gastric outlet obstruction.